Manufacturer narrative:
(B)(4). Customer complaint notes stated crack in case. Pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners and stained end cap sticker. Unit received unable to perform the displacement test. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the damaged at reservoir lip ring. No harm requiring medical intervention was reported. The device will be returned for analysis